Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported by the or manager at the hospital, reported the following event to sales rep : "further to a trial with t2 tibial kits, an issue happened with the nail handle p/n 18061002 and the nail holding screw which got blocked inside the nail handle. The nail could not be implanted and the surgeon finally used competitor devices to complete the procedure. The procedure last almost 2 hours.

Manufacturer narrative:
Evaluation revealed the nhs and the nail handle to be the subject products. No further associated products. Review of the inspection records revealed no conspicuities; the items were documented as faultless prior to distribution. Dimensional examination revealed no deviations in the relevant undamaged areas. A hardness test according to (B)(4) revealed the hardness of the material of both being within specified parameters. Significant fretting marks running over the whole circumference were visible on the outer surface of the shaft of the nail holding screw (nhs) close to the beginning of the thread and flattened windings at the tip. Corresponding fretting marks running over the whole circumference are also visible inside the tube of the nail handle. Fretting marks are a rare but known reaction if these materials come in contact which each other. During screwing into the nail it¿s possible that the nhs gets in contact with the inner surface of the tube of the nail handle and friction occurs due to a suboptimal [slight oblique] axial insertion. In combination with small tolerances it is possible that cold welding occurs. Appearance of damage indicates that the devices got jammed by ¿cold welding¿ due to friction corrosion being caused by high surface pressure. Most likely high surface pressure generated by high load applied to the nail holding screw had led to the damage found. Local surface pressure may arise when the items are assembled under misalignment. The IFU and instructions for cleaning, sterilization, inspection and maintenance include that every instrument must be cleaned, sterilized and checked successfully prior to every surgery. Furthermore, the user shall be trained and familiar with the system and operative techniques. It could not be excluded that the device was pre-damaged in former surgeries. A process change was already performed in 2004 to prevent fretting regarding the nail holding screw [surface coating was removed]. No further actions were initiated. The returned nail holding screw was manufactured post to the change. The change does not prevent a user error due to oblique insertion. Based on the above, the root cause of the reported event was not device related, but was rather linked to an inadequate handling by the user.

Event description:
It was reported by the operating room manager at the hospital, reported the following event to sales rep: "further to a trial with t2 tibial kits, an issue happened with the nail handle p/n 18061002 and the nail holding screw which got blocked inside the nail handle. The nail could not be implanted and the surgeon finally used competitor devices to complete the procedure. The procedure last almost 2 hours.